Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determine. The event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the reportable malfunction documented in b5, the remaining evaluation findings were as follows: distal end adhesive worn; water flow and water removal not to specification; and right angle not to specification. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had no air flow. The issue was found during maintenance. The device was returned for evaluation. During testing and inspection of the device, the following reportable malfunction was found: obstruction in the air/water nozzle, which has been attributed to insufficient cleaning. The obstruction observed appeared to be black rubber-like material in the mouth of the channel. There were no reports of patient harm or impact associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.